Manufacturer narrative:
No backlight anomalies noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test. Hardware low level failures error was present in the device trace download due to broken trace at on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device had recurring hardware low level alarms. The device also had audio anomaly. The customer¿s blood glucose during the incident was 73 mg/dl. The device failed troubleshooting. The device will be returned for analysis.